Event description:
MFR report #: (B)(4). #1: exposure to device contaminated with body fluid v28.0 (needle felt apart and sheath fell off after use resulting in dirty sharp injury.): from to - serious - unknown. #2: accidental occupational exposure to product v28.0 (ultra safety twist needle came apart in her hands, resulting in injury): from to - serious - unknown. #3: device material separation v28.0 (ultra safety twist needle came apart in her hands, resulting in injury): from to - not serious - unknown. #4: device fail-safe mechanism issue v28.0 (few have felt 'sticky' in the locking): from to - not serious - unknown. Spontaneous report from the united kingdom. Local reference: (B)(4). Quality complaint was opened: references # (B)(4). This initial serious case report was received on 20-aug-2025 from dentist via company representative by email. The report described an exposure to device contaminated with body fluid, accidental needle stick, device material separation, and device fail-safe mechanism issue with the suspected medical device ultra safety plus twist part a (injection device) and ultra safety plus twist part b sterilisable (blue handle) prior to an unknown procedure. The patient was a female nurse, in a context of accidental occupational exposure to product. No other information available about patient. On an unknown date, it was reported that there was a sharps injury incident. The nurse involved reported that an ultra safety plus twist needle came apart in her hands, resulting in injury. The needle ¿fell apart¿ and sheath fell off after use, resulted in dirty sharps injury. They also mentioned that a few had felt ¿sticky¿ in the locking. Outcome: at the time of the report, the issue was considered resolved. The patient's outcome was unknown. Other information of product: ultra safety plus twist part a (injection device) and ultra safety plus twist part b sterilisable (blue handle), batch number: #f52313aa, expiry date: 28-feb-2030. This case was considered as serious due to internal convention (needle stick injury with dirty needle). Manufacturer's preliminary comments: based on the first available information, the report described an exposure to device contaminated with body fluid, accidental needle stick, device material separation, and device fail-safe mechanism issue with the suspected medical device ultra safety plus twist part a (injection device) and ultra safety plus twist part b sterilisable (blue handle) prior to an unknown procedure. The needle ¿fell apart¿ and sheath fell off after use, resulted in dirty sharps injury. They also mentioned that a few had felt ¿sticky¿ in the locking. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. It is possible in this case that the syringe was not correctly locked by a twist as it was reported that a few had felt ¿sticky¿ in the locking. Therefore, a mishandling of the device is to consider. However, pending quality investigations and/or additional information, no root cause could be determined. Based on the first information available, pending quality investigation, no CAPA is required.

Manufacturer narrative:
Reprocessed: unk.

Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: (B)(4) / 1000477999-2025-00006. #1: exposure to device contaminated with body fluid v28.1 (needle felt apart and sheath fell off after use resulting in dirty sharp injury.): from (B)(6) 2025 to - serious - unknown #2: accidental occupational exposure to product v28.1 (ultra safety twist needle came apart in her hands, resulting in injury): from to - serious - unknown #3: device material separation v28.1 (ultra safety twist needle came apart in her hands, resulting in injury): from to - not serious - unknown #4: device fail-safe mechanism issue v28.1 (few have felt 'sticky' in the locking): from to - not serious - unknown #5: device difficult to use v28.1 (difficulties encountered while handling the device at the time of injection/ a lot of pressure had to be exerted on the device): from to - not serious - unknown #6: accidental needle stick v28.1 (dental nurse suffered needlestick injury/the needle stabbed my left hand): from to - not serious - unknown spontaneous report from the united kingdom. Local reference: (B)(4). Quality complaint was opened: references #(B)(4). This initial serious case report was received on 20-aug-2025 from dentist via company representative by email. Follow-up #1 was received on 29-aug-2025 from the dentist by email. Follow-up #2 was received on 21-nov-2025 from the quality department. All the information was processed together. The report described exposure to device contaminated with body fluid, accidental occupational exposure to product, device material separation, device fail-safe mechanism issue, device difficult to use, and accidental needle stick with the suspected medical device ultra safety plus twist part a (injection device) and ultra safety plus twist part b sterilisable (blue handle) prior to ul3 distal palatal composite procedure. The patient was a female nurse, in a context of accidental occupational exposure to product. The patient was 40-year-old female (w: 91 kg, h: 176 cm) with unspecified medical history. No other information available about patient. On (B)(6) 2025, before injection, the handle was inserted and twisted/rotated. The protective sheath was pulled back into the handle. During injection, difficulties were encountered while handling the device, a lot of pressure had to be exerted on the device, and there was excessive movement of the needle or patient. After injection, difficulties were encountered while handling the protective sheath. It was also reported that the when the device disassembled, the protective sheath detached from the barrel (part a). On (B)(6) 2025, it was reported that the dental nurse picked up the used safety device to pass to the therapist for her to break it down. The device fell apart and the nurse attempted to catch it but the protective needle stick prevention system wasn¿t fully locked and the needle stabbed the nurse¿s left hand. Corrective treatment: the nurse ran underwater and squeezed the puncture site, used alcohol gel on wound. Outcome: at the time of the report, the issue was considered resolved. The patient's outcome was unknown. Other information of product: ultra safety plus twist part a (injection device) and ultra safety plus twist part b sterilisable (blue handle), batch number: #f52313aa, expiry date: 28-feb-2030. Local anaesthetic used: lidocaine hydrochloride with adrenaline, batch number: 502x09, expiry date: jan-2026. This case was considered as serious due to internal convention (needle stick injury with dirty needle). Follow-up #1: received additional information regarding patient, procedure details, local anesthetic details, and incident details. Follow-up #2: received qir from the quality department. Manufacturer's preliminary comments: based on the first available information, the report described an exposure to device contaminated with body fluid, accidental needle stick, device material separation, device fail-safe mechanism issue, device difficult to use, and accidental needle stick with the suspected medical device ultra safety plus twist part a (injection device) and ultra safety plus twist part b sterilisable (blue handle) prior to ul3 distal palatal composite procedure. The needle ¿fell apart¿ and sheath fell off after use, resulted in dirty sharps injury. They also mentioned that a few had felt ¿sticky¿ in the locking. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. It is reportedin this case that the syringe was not correctly locked. Therefore, a mishandling of the device is to consider. However, pending quality investigations and/or additional information, no root cause could be determined. Fup1: considered. Based on the first information available, pending quality investigation, no CAPA is required. For final (reportable incident): description of the manufacturer¿s evaluation concerning possible root causes/causative factors and conclusion: investigation according to the 5-factor method (materials, methods, manpower, machines, environment) and the review of the batch records and traceability do not show any deviation or event that could be related or have impact on the reported issue. During manufacturing the in-process conformity controls executed were compliant. The handles can be sterilized up to 100 times without impacting their performance. The handle dysfunction defect could be related to: -excessive and high-pressure during injection and use -wrong assembly: the ergot of the handle was not ¿twisted¿ in the l-shape of the usp twist and/or or partial insertion of the sheath in the handle -use of multiple cartridges with the same needle instructions are listed in the IFU to prevent misuses with a possible impact on device failure. In the absence of defect during investigation, and without defective claimed device returned for investigation, the exact root cause of the reported issue could not be determined. However, based on the reported information (difficulties encountered while handling the device before injection, lot of pressure exerted on the device, and excessive movement of the needle or patient), use error/abnormal use is highly suspected. No corrective action was implemented for this complaint. Quality investigation within specifications. Root cause traced to use error/abnormal use. No CAPA required.

Manufacturer narrative:
Reprocessed: unk.

Event description:
MFR report #: (B)(4) / 1000477999-2025-00006. #1: exposure to device contaminated with body fluid v28.0 (needle felt apart and sheath fell off after use resulting in dirty sharp injury.): from (B)(6) 2025 to - serious - unknown #2: accidental occupational exposure to product v28.0 (ultra safety twist needle came apart in her hands, resulting in injury): from to - serious - unknown #3: device material separation v28.0 (ultra safety twist needle came apart in her hands, resulting in injury): from to - not serious - unknown #4: device fail-safe mechanism issue v28.0 (few have felt 'sticky' in the locking): from to - not serious - unknown #5: device difficult to use v28.0 (difficulties encountered while handling the device at the time of injection/ a lot of pressure had to be exerted on the device): from to - not serious - unknown #6: accidental needle stick v28.0 (dental nurse suffered needlestick injury/the needle stabbed my left hand): from to - not serious - unknown. Spontaneous report from the united kingdom. Local reference: (B)(4). Quality complaint was opened: references #(B)(4). This initial serious case report was received on 20-aug-2025 from dentist via company representative by email. Follow-up #1 was received on 29-aug-2025 from the dentist by email. All the information was processed together. The report described exposure to device contaminated with body fluid, accidental occupational exposure to product, device material separation, device fail-safe mechanism issue, device difficult to use, and accidental needle stick with the suspected medical device ultra safety plus twist part a (injection device) and ultra safety plus twist part b sterilisable (blue handle) prior to ul3 distal palatal composite procedure. The patient was a female nurse, in a context of accidental occupational exposure to product. The patient was 40-year-old female (w: 91 kg, h: 176 cm) with unspecified medical history. No other information available about patient. On (B)(6) 2025, before injection, the handle was inserted and twisted/rotated. The protective sheath was pulled back into the handle. During injection, difficulties were encountered while handling the device, a lot of pressure had to be exerted on the device, and there was excessive movement of the needle or patient. After injection, difficulties were encountered while handling the protective sheath. It was also reported that the when the device disassembled, the protective sheath detached from the barrel (part a). On (B)(6) 2025, it was reported that the dental nurse picked up the used safety device to pass to the therapist for her to break it down. The device fell apart and the nurse attempted to catch it but the protective needle stick prevention system wasn¿t fully locked and the needle stabbed the nurse¿s left hand. Corrective treatment: the nurse ran underwater and squeezed the puncture site, used alcohol gel on wound. Outcome: at the time of the report, the issue was considered resolved. The patient's outcome was unknown. Other information of product: ultra safety plus twist part a (injection device) and ultra safety plus twist part b sterilisable (blue handle), batch number: #f52313aa, expiry date: 28-feb-2030. Local anaesthetic used: lidocaine hydrochloride with adrenaline, batch number: 502x09, expiry date: jan-2026. This case was considered as serious due to internal convention (needle stick injury with follow-up #1: received additional information regarding patient, procedure details, local anesthetic details, and incident details. Manufacturer's preliminary comments: based on the first available information, the report described an exposure to device contaminated with body fluid, accidental needle stick, device material separation, device fail-safe mechanism issue, device difficult to use, and accidental needle stick with the suspected medical device ultra safety plus twist part a (injection device) and ultra safety plus twist part b sterilisable (blue handle) prior to ul3 distal palatal composite procedure. The needle ¿fell apart¿ and sheath fell off after use, resulted in dirty sharps injury. They also mentioned that a few had felt ¿sticky¿ in the locking. Usp twist has a unique lock system that should reduce the risk of dismantling of the device. It is reportedin this case that the syringe was not correctly locked. Therefore, a mishandling of the device is to consider. However, pending quality investigations and/or additional information, no root cause could be determined. Fup1: considered. Based on the first information available, pending quality investigation, no CAPA is required.